Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the original surgery was performed on (B)(6) 2017, but the surgeon noticed that the tibia had loosened. Revision surgery date is unknown at this time.

Manufacturer narrative:
Additional information provided: components in use listed as concomitant devices are: nx029z / as vega ps femoral comp.cemented f4n r, nx051z / as vega ps tibial plateau cemented t1, nn261z / as tibial obturator d12mm, nx111 / vega ps gliding surface t1/1+ 12mm, nx043 / patella 3-pegs p3. Brand name: nx029z. Common device name: as vega ps femoral comp.cemented f4n r. Model and catalog # 52262250. Expiration date: 07/31/2026. Concomitant medical products: added components. Age of device: 19 months. PMA/510k: k101281.

Event description:
Components in use listed as concommitant devices are: nx029z / as vega ps femoral comp.cemented f4n r, nx051z / as vega ps tibial plateau cemented t1, nn261z / as tibial obturator d12mm, nx111 / vega ps gliding surface t1/1+ 12mm, nx043 / patella 3-pegs p3.

Manufacturer narrative:
No product at hand. The provided x-ray gives no information/indications for the mentioned failure. The device quality and manufacturing history records have been checked for all available lot numbers, and been found to be according to the specification valid at the time of production. Due to the circumstance that we did not receive any devices or further information, it is hardly possible to determine a conclusion and root cause for the mentioned failure. Based on the information available, it appears that the root cause of this failure is most probably not product related. According to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately due to a lack of date/information and without the product we can not determine the exact cause of the failure. Any action regarding CAPA will be addressed with product safety case 17-19.